Event description:
Caller reported that the quick bolus/wake button on the pump was difficult to press and often required multiple attempts to activate the screen. Customer's blood glucose was 360 mg/dl. To resolve the problem, the customer was advised to confirm that the pump was not plugged in and to apply firm pressure directly on the button. Technical support decided to replace the pump and the customer agreed to use the current pump and insulin pens as a backup.